Manufacturer narrative:
(B)(4). No meter return for evaluation. Returned test strips evaluated with defect found. Qc investigation on 6/14/2017 resulted in defect found; returned test strips produce high readings and the event was determined to be reportable. Most likely underlying root cause of high control results is due to open vial for an extended period of time. (B)(4).

Event description:
Consumer reported complaint for opened vial in sealed box. The customer feels well and did not report any symptoms. The expected fasting blood glucose test result range is undisclosed. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 09/19/2017 and open vial date is unknown. The meter memory was not reviewed for previous test result history. We kindly sent customer last year as part of a replacement from a voluntary exchange a new true metrix meter and two boxes of true metrix test strips. When customer opened the second sealed box of true metrix test strips (lot mt1676 exp 2017/09/19) he found the plastic vial open. Since he received these test strips from us last summer, this vial would have been open to the air since at least that time.